Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing deviated from the instruction manual. The event can be prevented by following the instructions for use (IFU) which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope]. Visually and by hand, check that there are no large scratches, deformations, loose parts, or other abnormalities on the external appearance of the control panel or scope connector. [Inspection of forceps channel]. Insert the treatment instrument through the forceps plug, and check visually and by hand that the treatment instrument comes out smoothly from the suction/forceps opening at the tip of the endoscope and that no foreign matter is expelled. Visually and by hand confirm that the instrument can be pulled out smoothly from the forceps stopper. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The channel cleaning brush could not be inserted at all due to clogging of the forceps channel. Additionally, the device evaluation found scratches throughout the device, the light guide bundle was broken, the flexible tube of the insertion section was crushed and the insertion tube and universal cord were both wrinkled. The forceps plug cap was scraped off, the adhesive part of the lightening lens came off, watertightness was not maintained due to holes in the bending section cover and due to elongation of the angle wire, the bending angle and play of the angle knob were both out of specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus representative reported on behalf of a customer that the tip of the cleaning brush of their evis exera iii gastrointestinal videoscope fell off during cleaning and could not be removed. During the inspection and testing of the returned device, the forceps channel was found to be clogged, which had been attributed to insufficient cleaning. There were no reports of patient or user harm associated with this event. The customer provided additional information regarding the cleaning of the device. According to the customer, the device was cleaned, disinfected and sterilized prior to it being returned to olympus for evaluation. Cleaning with the oer-4 did not remove the brush. The device was not used on a patient while the material/brush was clogging the channel. There was no delay in the start of the precleaning, the customer did not aspirate water the instrument/suction channel, the scope was not immersed in detergent solution and it is unknown if the customer wiped/brushed the instrument channel outlet with clean lint-free cloths/brushes/sponges. The customer did reportedly brush the instrument channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.